Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/18/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported discomfort, limited daily activities, trouble walking and completing cleaning or lifting, unable to stand/sit/walk for long periods of time and must mostly lay down, limited errand running and leisure activities, popping, clicking, metal shavings around components and dislocations since revision surgery. Pfs also reported a second revision surgery dated (B)(6) 2015. There are no product codes or component stickers with revision surgery dated (B)(6) 2015 to know if there were depuy products used so the dislocations and components will not be reported at this time. A follow-up complaint and medwatch will be filed as appropriate. Revision surgical report noted the patient had hypertrophic synovitis and inflammatory arthropathy secondary to metal debris and is dated (B)(6) 2015 and dor will be updated. There were no lab results for the toxic metal ion allegation. Part/lot updated. The complaint was updated on: may 10, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner/femoral head. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.